Event description:
On (B)(6) 2025 - we were notified of a patient with a retained capsule. Customer mentioned the patient was going to have surgery on (B)(6) 2025 for the retrieval of the capsule. Frm-0089c - capsule incident questionnaire was sent to the customer. On (B)(6) 2025 - completed frm-0089c was received from the customer stating that the CT scan performed on the patient on (B)(6) 2024 showed that there was a "high-grade partial small bowel obstruction without definite zone of transition". Another CT scan taken on (B)(6) 2025 showed that the capsule "was able to be identified in a loop in the ileum, the small bowel immediately up and downstream the capsule is mildly dilated and fluid distended. There were multiple apparent small bowel strictures that may explain the delayed capsule transit. There were multiple tandem areas of concentric wall thickening with decreased caliber in the ilium downstream from the capsule. Which, as stated by the customer, likely corresponds to the previously thickened bowel segment from the CT scan from on (B)(6) 2024". The customer thought that those findings raise the suspicion of crohn's or another similar disease. Finally, the CT scan also found multiple, enlarged, superior mesenteric lymph nodes, increased in size when compared to prior CT scans, these are nonspecific and may be reactive. It was also stated on the form that the capsule was removed surgically on (B)(6) 2025. On (B)(6) 2025 - we requested the customer for an update on the patient status. On (B)(6) 2025 - we were notified that the patient had completed the surgery and followed up with the general surgeon.

Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient with a retained capsule. Customer mentioned the patient was going to have surgery on (B)(6) 2025 for the retrieval of the capsule. Frm-0089c - capsule incident questionnaire was sent to the customer. On (B)(6) 2025 - completed frm-0089c was received from the customer stating that the CT scan performed on the patient on (B)(6) 2024 showed that there was a "high-grade partial small bowel obstruction without definite zone of transition". Another CT scan taken on (B)(6) 2025 showed that the capsule "was able to be identified in a loop in the ileum, the small bowel immediately up and downstream the capsule is mildly dilated and fluid distended. There were multiple apparent small bowel strictures that may explain the delayed capsule transit. There were multiple tandem areas of concentric wall thickening with decreased caliber in the ilium downstream from the capsule. Which, as stated by the customer, likely corresponds to the previously thickened bowel segment from the CT scan from on (B)(6) 2024". The customer thought that those findings raise the suspicion of crohn's or another similar disease. Finally, the CT scan also found multiple, enlarged, superior mesenteric lymph nodes, increased in size when compared to prior CT scans, these are nonspecific and may be reactive. It was also stated on the form that the capsule was removed surgically on (B)(6) 2025. On (B)(6) 2025 - we requested the customer for an update on the patient status. On (B)(6) 2025 - we were notified that the patient had completed the surgery and followed up with the general surgeon.